Event description:
It was reported the pt experienced severe pain on one side of her head. The pt had a lead revision and re-tunneling in 2007 during her pregnancy. The pt noted that she had no stimulation following the revision. The hcp noted one week later that all three incisions were well healed, and no signs or symptoms of infection. The pt was receiving minimal stimulation with the left lead, and no stimulation with the right lead, high impedance was noted following upon troubleshooting of the device. The old lead was replaced. Additional info from the MFR's rep stated the pt is now getting good stimulation. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has not been returned to the MFR for analysis at the date of this report. A follow-up report will be sent, when the lead is returned and analysis is complete.